Event description:
It was reported that the 2600 system will not flouro. Also the 2600 system lateral and down table movements work intermittently. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The ps2 power supply was replaced during the service call. The system was tested and found to be working as intended and put back into service.